Event description:
It was reported that the user experienced elevated blood glucose after a shower and suspected their 23-inch infusion set cannula was compromised; the user changed the infusion set with guidance, insulin delivery was resumed, and glucose subsequently returned to range while using the ilet. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution of glucose levels to within target range. Investigation included review of device data and user troubleshooting guidance. Investigation of this case revealed no device malfunction was identified and the infusion set and supplies appeared normal upon user inspection, with glycemic recovery following set change and resumed insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.